Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/12/2018. Philip's technical support (ts) had the customer check the unit and found error code of low leak co2 rebreathing risk. Ts discovered that customer had the external exhalation port on the bottom of the unit plugged. The customer unplugged the external exhalation port on the bottom of the unit and error message disappeared. The customer ran performance verification testing.

Event description:
The customer reported that the unit had an error of high co2. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer stated patient was placed on a different ventilator with no issues. The event date was not specified; estimate used.